Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited diminished r-waves at times. Other r wave measurements were within no rmal limits. The situation will continue to be monitored and the rv lead remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.